Event description:
Customer reported a cartridge alarm, specifically alarm 20, with no previous instances of alarms 19, 20, 29, 30, or 31 associated with the pump serial number, although alarms occurred with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, remaining under 500 mg/dl. Technical support confirmed the issue and decided to replace the pump. Customer was instructed to use multiple daily injections as a backup therapy and provided with instructions on returning the problematic pump. A replacement pump, with updated software, was shipped, and the customer was advised on steps to follow upon its arrival.